Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, calcified distal right coronary artery (rca). The lesion was not predilated. The physician attempted to place the 2.75x32mm veriflex stent, but was unable to cross the lesion. The physician removed the stent to predilate the lesion. Upon removal, the physician found the distal edge of the stent lifted up. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
It is indicated that the device will not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed. (B)(4).